Manufacturer narrative:
The customer¿s report of damaged one-piece bezels was not confirmed. Visual inspection did not reveal any damage to the bezel of any of the four received pump modules. However, two of the devices were received with damaged 3rd party doors, attached only by the door harness. The doors fell off of the bezel posts due to the 3rd party doors breaking at the hinge. It was noted that the 3rd party door of pump module s/n:(B)(4) was missing the entire section which would be behind the door latch (also missing). The other two devices were received with their doors missing. Therefore, it could not be determined whether the missing doors were also due to 3rd party doors breaking at the hinges. No damage was found on the bezels. Pump module s/n: (B)(4) had a severed door harness; therefore, it is feasible that the device also had a 3rd party door which was hanging from the door harness, which severed at some point. However, pump module s/n: (B)(4) had the door harness connectors intact, meaning that the harness was either intentionally uninstalled from the door, or the door was damaged enough that the harness connectors would fit through the cavit. Review of the pump module service history showed the device has a manufacture date of 11mar2014. A review of the device service history record indicates this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). There is no patient involvement.

Event description:
The customer reported damaged one-piece bezels. There was no report of patient involvement.